Manufacturer narrative:
Section a4, a5, and a6: unknown, information was requested but not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halos & glare issues). Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced halos and glare following the implantation of preloaded multifocal intraocular lenses (iols) in both eyes. The lenses were subsequently replaced with non-preloaded monofocal intraocular lenses, model zcb00. No harm to the patient or user was reported. It was noted that the products are unavailable for return to be evaluated. No additional information was provided. This report captures the issues with the patient's left eye. A separate report will be submitted for the right eye.